Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after changing an infusion set and failing to remove the blue needle guard, resulting in improper infusion delivery; an agent assisted the user to prime the tubing, insert a new set, and fill the cannula, and the case involved an ilet alert and use of oral glucose for a separate nocturnal hypoglycemia event. Symptoms included hyperglycemia for approximately ten hours per the cgm and a distinct hypoglycemia episode to 60 mg/dl treated with two glucose tablets, with no loss of consciousness, diabetic ketoacidosis, or other acute sequelae. Outcomes included temporary impairment without hospitalization, medical intervention, or use of backup therapy. Investigation included troubleshooting and user education on correct infusion set deployment and connector management. Investigation of this case revealed that the infusion set was deployed incorrectly due to the needle guard remaining in place, which impeded insulin delivery; device performance was restored after correct set insertion and priming. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.